Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does not charge and boot due to perpetual rebooting. Functional testing was unable to perform due to perpetual rebooting. Open receiver, detached u1 pcba, and retrieve the receiver download. The receiver down load shows receiver shut down by user. The complaint was not confirmed because the receiver was shutdown manually prior to perpetual rebooting.. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.